Event description:
It was reported that a patient had 10 patient notifications. Session records showed there was one pli out of range alert which was never cleared. Reprogramming to clear the diagnostics was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.